Manufacturer narrative:
(B)(6). Investigation summary: two photos were received. The photo observed the needle assembled was tilted. The complaint is confirmed and product out of specification. Investigation conclusion: the tip bent of syringe; as stated as the reported code was confirmed with the returned photo. However, sample returned is required for further investigation. Root cause description: based on the DHR review, there were no rejects related to the reported defect condition for the assembled needle during inspection. Unable to confirm the nonconformance as samples were not returned for evaluation. Therefore, root cause could not determine. If samples are received in the future, the complaint will be re-opened and re-investigated. Rationale: sample were not returned for investigation to confirm the non-conformance. Root cause cannot be determined.

Event description:
It was reported that the syringe 10ml ls 21ga 1-1/2in tw experienced product damage in the form of a "bent hub."